Manufacturer narrative:
Information received from an affiliate indicated that when a 2.5mm x 28mm cypher select plus (B)(4) stent was removed from the protective hoop, the physician confirmed that the distal edge of the stent was flared. Therefore a different cypher stent of the same size was used. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of distal strut up-lift could not be confirmed. With the information provided it is not possible to determine what caused the reported failure, but user handling during preparation or inspection of the device can lead to this type of event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.

Event description:
When the package of the cypher (2.5/28mm: complaint product) was opened and the unit was removed from the protective sheath, the physician confirmed that the distal edge of the stent was flared. Therefore, a new cypher (same size) was used instead. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
This device cjb 28250 (lot 15088529) is distributed outside the united states ; however it is similar to the united states product cxs 28250. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.